Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up with a sensor issue and the system would not stop fluoring even with the fast stop activated during a case. No patient injury was reported.